Event description:
A pulsar-18 self-expandable stent system was selected for pre-dilatation of a severely calcified lesion (90 percent stenosis degree) in the moderately tortuous mid sfa. The pulsar-18 was delivered to the lesion. Upon partially releasing the stent, the trigger could not be moved anymore. With the secondary release mechanism the stent could still not be released. The device was withdrawn, and the vessel was found to be good. Another stent was implanted.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the outer shaft has been fully retracted. The stent has been released and was returned in a severely deformed state with several stent struts fractured. In the as-returned state the handle was completely disassembled. Also, several parts of the assembly are missing. During production a picture is taken showing a correctly assembled handle. Review of the product release documentation for the product detailed above confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no material or manufacturing related root cause could be identified.